Event description:
The user reported that the electrocardiograph display was intermittent. Tests on the unit indicated that it was functioning properly, and within spec. The user's pt cable was found to have an intermittently open lead that was causing the problem. Open leads on a 19 year old cable are not unexpected, and no add'l action is anticipated. The event is not occurring more frequently or with greater severity than is usual for the device.